Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient inserted the infusion set without removing the needle guard on (B)(6) 2024. The infusion set was in use for less than 24 hours. The blood glucose level was 450mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.